Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Field service engineer confirmed allegation. Machine was not switching on 1012 error . Replaced blower motor controller to resolve the issue. Ventilator is back in use.